Event description:
Post procedure, technician noted that the ultrasound balloon was no longer on the ultrasound scope. Doctor was notified before patient left the room. Doctor performed an esophagogastroduodenoscopy (egd) and retrieved the balloon intact. Patient to post-anesthesia care unit (pacu) in stable condition.